Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 21 aug 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was fully advanced and the cartridge tip and plunger rod tip were observed damaged. No foreign material could be identified via external visual inspection. The lens module was inspected, and no foreign material was identified. The lens was investigated under magnification. The lens was received taped to a piece of paper and the tape was removed and damage to the optic body was observed. A dark spot could be observed in one of the damage marks. The lens was forwarded to lab for foreign material evaluation. Per the lab, a thorough inspection of the lens under a stereo microscope revealed no dark particle in the area of interest. The suspected particle was likely an optical artifact, such as a shadow. The product was lost by the courier while in transit back to the investigation site and no further evaluation can be performed. The complaint issue was identified during product evaluation; however, based on the lab results the complaint issue could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order shows that the units were released within specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). Section h3 it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when doctor implanted the iol, she found that there was a foreign body in the iol body. Iol was removed and a new iol was used to replace and complete the surgery. No further information available.